Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v250050, implanted: (B)(6) 2009, product type: lead. Product ID: 3387-40, lot# j0340295v, implanted: (B)(6) 2004, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0340295v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported the patient had a lead revision on their left brain two weeks prior to this report. The revision was due to lack of benefit and placement of the lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.